Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from fifteen years to eight and a half years in a fifteen-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received. According to field representative, multiple attempts were made to collect the device, but collection was not possible. The device is not expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from fifteen years to eight and a half years in a fifteen-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from fifteen years to eight and a half years in a fifteen-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.